Event description:
The customer's reading on the a1cnow kit was 7.0%. The reading at the inspection center was 5.5%. The difference between the readings could be clinically significant. No adverse event alleged. The kit was replaced and is expected to be returned for evaluation.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The initial reporter phone and address were not provided.